Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited far r wave oversensing. Under-sensing of atrial events was also noted. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: information received indicates that there were no events of under-sensing noted on the patient's implantable cardioverter defibrillator.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited far r wave oversensing. No intervention was performed. There were no patient consequences.